Event description:
The report from clinical study (B)(4) pms enterprise with ID# (B)(6) indicated that procedure was coil embolization assisted with an enterprise vrd (enc452212/01425624) and codman coils (presidio coil-pc4181240-30/(B)(4), orbit alaxy-638cf0616/15167066, and orbit coil-637mf0306/15180414) of the right parasellar region, and five months after the index procedure, the patient developed hydrocephalus and underwent an operation for hydrocephalus. During the event, the stent was patent and the stent continue to cover the aneurysm neck. The coil mass was not involved in the event, and the aneurysm did not ruptured after treatment with the coils/enterprise. No hemorrhage was noted from the target site treated with the enterprise/coils, and the patient did not undergo any other procedures after treatment with the enterprise and codman coils or an accident with head injuries that might have contributed to the event. The patient was not diagnosed with any type of disease that might have contributed to the event, and it is unknown if the site of hydrocephalus occurred at the same site or side treated with the enterprise/coils. The event outcome as of a year after onset was ongoing/ improved. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown.

Manufacturer narrative:
The patient's medical consisted of hyperthyroidism. The unruptured saccular aneurysm neck was 5.8mm, and the neck to sac ratio was 5.8mm:11.2mm. The parent vessel size diameter proximal was 3.4mm and distally was 3.3mm. Mrs before the procedure on (B)(6) 2011 was 4, on (B)(6) 2011 was 4, on (B)(6) 2011 was 4. The act was 113 seconds pre anticoagulation and 344 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the procedure. A 1-year follow-up was conducted on (B)(6) 2012 but the angiography did not conducted as the patient was still under the treatment for hydrencephalus. Mrs was 2. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~ ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011, heparin 4,000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath /cook inc, prowler select plus (mc) microcatheter (606-s255mx/13470994), prowler select plus mc (606-s255x/15268746) were utilized. Other devices utilized during the procedure were, excelsior sl 10 mc, echelon mc (covidien (B)(4)), x-pedion (covidien (B)(4)), chikai guidewire ( asahi intecc), presidio coil (pc4181240-30/(B)(4)), v-track coil (terumo-xl 6), orbit galaxy (638cf0616/15167066), gdc coil (stryker x 2), ed coils (kaneka x3), orbit coil (637mf0306/15180414). No further information is available and procedural images are not available. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00258, 2954740-2012-00611, 1058196-2012-00277, & 1058196-2012-00278. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from the (B)(4) study indicated that the patient developed hydrocephalus five months after a stent assisted coiling of a right parasellar region aneurysm using an enterprise vrd ((B)(4)) and codman coils ((B)(4)) and 20 other noncodman coils (v-track coil/terumo-xl, 16 gdc coil/stryker x 2), ed coils/kaneka x3). The patient underwent an operation for the hydrocephalus. It was reported that the coil mass was not involved in the event, and the aneurysm did not rupture after treatment with the coils/enterprise. No hemorrhage was noted from the target site treated with the enterprise/coils, and the patient did not undergo any other procedures after treatment with the enterprise and codman coils and had no accident with head injuries that might have contributed to the event. The patient was not diagnosed with any type of disease that might have contributed to the event, and it is unknown if the site of hydrocephalus occurred at the same site or side treated with the enterprise/coils. The event outcome as of a year after onset was ongoing/ improved. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. The patient's medical consisted of hyperthyroidism and cerebral infarction with a baseline modified rankin scale (mrs) score of 4. There is no further information regarding this baseline neurological status or if it contributed to the hydrocephalus. At index procedure the unruptured saccular aneurysm neck was 5.8 mm, and the neck to sac ratio was 5.8 mm:11.2 mm. The parent vessel size diameter proximal was 3.4 mm and distally was 3.3 mm. The modified rankin scale (mrs) score pre-procedure was 4 and was 4 six days and one month post procedure. Heparin 4,000u was administered intra-procedurally. The act was 113 seconds pre anticoagulation and 344 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure. Antiplatelet therapy included ongoing daily aspirin 100 mg beginning the day of the index procedure and clopidogrel sulfate 75 mg/day beginning 16 days pre-index procedure until five months post procedure. No further information is available and procedural and diagnostic images are not available. A 1-year follow-up was conducted, however; angiography did not conducted as the patient was still under the treatment for hydrocephalus. The mrs was 2 at this time. The devices remain implanted. A review of the manufacturing documentation associated with the lot numbers of the implanted codman coils presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information pertaining to the patient's baseline status and the reported hydrocephalus five months post procedure, no conclusion can be made regarding the relationship of the event to the procedure or the implanted devices. However, the patient's significant neurological medical history as evidenced by the pre-procedure status may have impacted the event. With review of the available information and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00258, 2954740-2012-00611, 1058196-2012-00277, and 1058196-2012-00278.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15180414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00258, 2954740-2012-00611, 1058196-2012-00277, and 1058196-2012-00278. Additional information will be submitted within 30 days of receipt.